Manufacturer narrative:
The reported overheating was confirmed by a manufacturer service technician through device evaluation. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components can cause overheating. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Event description:
It was reported that during testing at the user facility the device overheated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.